Event description:
The hosp reported that during an endoscopic vein harvesting procedure, the v hemopro tissue welder overheated, causing the jaws to glow red and generate smoke. A replacement unit was used to complete the procedure. The hospital did not report any pt effects. The product is being returned.

Manufacturer narrative:
Investigation summary: the device was returned to cardiac surgery on (B) (6) 2010, for investigation. A supplemental report will be submitted when the investigation is completed. (B) (4)